Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, a rotated heart and a small atrium. An xtw clip was inserted and was advanced under the valve. It was noted that the clip lacked height, so it was retracted back into the left atrium to adjust the curvature. When the posterior knob was released, the built up tension resulted in the clip rapidly moving back into the ventricle and into the lateral chordae where it became caught and could not be removed. The clip was able to grasp the anterior leaflet but the posterior arm remained attached to the chordae. The clip was deployed in place. An additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided, the reported unintended movement associated with clip rapidly moving back into the ventricle resulting in entrapment of device (clip becoming entangled in the anatomy) appears to be due to tension on the system and is therefore related to procedural conditions and/or user technique. Image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to the anatomy. Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) as the clip was able to grasp the anterior leaflet but the posterior arm remained attached to chordae. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, a rotated heart and a small atrium. An xtw clip was inserted and was advanced under the valve. It was noted that the clip lacked height, so it was retracted back into the left atrium to adjust the curvature. When the posterior knob was released, the built-up tension resulted in the clip rapidly moving back into the ventricle and into the lateral chordae where it became caught and could not be removed. The clip was able to grasp the anterior leaflet but the posterior arm remained attached to the chordae. The clip was deployed in place. An additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.